Event description:
It was reported the pt had been experiencing heating at the ipg pocket site while attempting to recharge the ipg. The pt has been instructed to charge weekly.

Manufacturer narrative:
This ipg serial number is included in a field advisory and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.